Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port blunt tip trocar "btt" balloon popped. It was a clean pop and no pieces had to be retrieved from the patient. Staff stated they filled the balloon with 20 cc of air. The IFU recommends no more than 25cc of air. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.